Event description:
The patient reported having "trouble" with the device and lead, and also stated that she had some pain and that the lead was getting old. Follow-up with the physician's office determined that there were no performance issues with the device or lead. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.